Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair records for determined the cutter failed the cut test. The collars and gears were replaced. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there is an incomplete mesh from previously recovered cadaver skin. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse event was reported as a result of this malfunction.